Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch basic enhanced meter read inaccurately high. One day earlier, the patient obtained a result of 176 mg/dl on the reported meter. Afterward, she said she "was bouncing against walls" walking to a chair where she passed out and fell from the chair. No information was provided regarding the patient's diabetes treatment regimen or actions prior to the time of concern. Ems was called. The patient said, she did not know the first blood glucose reading obtained by the emt's. The patient was given juice and sugar to drink. Afterward, a result of 376 mg/dl was obtained on the emt's meter. The patient was transported to the ER where a result in the "200's" was obtained. No information was provided regarding whether the patient received treatment in the ER. The lfs customer care advocate (cca) did not confirm readings in the reported meter memory. The cca discovered that the patient's test strips expired 9/2000. Testing with expired test strips can cause inaccurate readings. The meter and test strips were replaced. The complaint is reported because the patient alleged that the lfs meter read inaccurately high compared to her symptoms that suggested hypoglycemia. The patient claims she was treated with juice and sugar by emt's.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.